Manufacturer narrative:
Nicole carnt, jeremy hoffman, seema verma, cherry radford, darwin c. Minassian and john k.g. Dart: acanthamoeba keratitis: confirmation of a current UK outbreak and a prospective case control study identifying contributing risk factors. (B)(4).

Event description:
On (B)(6) 2018, an email was received from an eye care professional (ecp). The ecp is the author of a prospective study, conducted in the UK, that has been submitted for publication in 2018. The email contained an attached summary data spreadsheet containing the medical information for subjects involved in the (B)(6) study. The information received from the ecp included only those study subjects who reported wearing acuvue brand products at the time of the adverse event. All the study subjects were initially examined and diagnosed with acanthamoeba keratitis during 2011-2014. The patient (pt), (B)(6), initially presented to the hospital on (B)(6) 2013 with severe pain, a swollen eye, redness, moderate photophobia and poor vision od where the pt was diagnosed with acanthamoeba keratitis. The pt reported wearing acuvue® 2 brand contact lenses. The pt reported using a 1-year old case that was not rinsed or air dried. The pt was treated with monotherapy phmb for 6 months and prescribed natamycin after being diagnosed. Va: 6/6 (20/20) od. No additional information is expected to be received. The lot number of the suspect product is unknown. Suspect product is not available for return for evaluation. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.